Manufacturer narrative:
Lot 18a005 was manufactured january 4, 2018 - january 8, 2018. One actual infusor unit was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic evaluation was performed and no signs of abnormality were found on the ruptured bladder. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred while the device was being filled manually using a syringe. There was no patient involvement. No additional information is available.